Manufacturer narrative:
Follow-up #1 date of submission 11/13/2015-additional information:investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed two battery compartment cracks. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed two battery compartment cracks. This report is made based on results of the investigation performed on (B)(6) 2015.